Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and saw that the leak was from a piece of rubber stopper in drain line of the nrbc chamber overflow. Fse removed and cleaned chamber and verified repair per established procedures. The issue was resolved. The root cause of issue of the differential mix chamber not draining was a piece of rubber stopper in drain line. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the differential mix chamber was not draining and was overflowing on their unicel dxh 800 coulter cellular analysis system. The customer performed cleaning procedures but the issue was not resolved. There is an exposure control or risk management plan in place at facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient results with regard to this event.